Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced pus draining from the icm pocket after a pacemaker im plantation. It was further reported the patient was treated with antibiotics. The icm remains in use. No further patient complications have been reported as a result of this event.